Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. Helix's extension and retraction turns within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, there was placement difficulty and several positions were required to attain suitable thresholds and there were high thresholds in most positions. It was noted the patient had a right atrial ablation immediately prior to the case. It was further reported that on the last attempt to position the lead, thirty five plus turns were made without full extension of the pacing helix. The lead was removed from the body and tested with the lead requiring fifteen turns to extend/retract the helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.